Event description:
Device 1 of 2: reference MFR. Report#: 1627487-2012-05252. The pt is implanted with two leads (from different lots). It was reported the pt is experiencing pain and an uncomfortable sensation whether stimulation is on or off. The pt's doctor feels the issue is due to procedural pain from the implant procedure. The pt is taking medication to help resolve the issue. Stimulation will be turned off until the pt's next follow-up visit. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.